Manufacturer narrative:
For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions for 1 event were that the field service engineer determined the measuring cells were due for exchange. The measuring cells were replaced and the flow path was decontaminated. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event. Questionable low results were generated by the cobas 8000 e 801 module. The events involved a total of 4 patients with the following: 4 questionable results for elecsys tsh assay. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.